Event description:
A male patient in his (B)(6) received an l4-l5 xlif with xlp and coroent xlw on (B)(6) 2009. Patient decided to go for a 2.5 mile walk on (B)(6) 2009, after which he began to feel some back and leg pain. He contacted the surgeon on (B)(6) 2009, received an MRI/CT scans and radiographs during which it was identified that the l5 nut had partially backed off the bolt, causing some loosening of the construct. A revision surgery was performed on (B)(6) 2009 to remove the xlp and replace with posterior pedicle screws. There were no complications reported following the revision surgery.

Manufacturer narrative:
(B)(6). Patient engaged in strenuous exercise 3 days following the procedure. Instructions for use include "... Contraindications include but are not limited to... Patients who are unwilling to restrict activities or follow medical advice." And "metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break."